Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she found a compromised force sensor system alarm on the insulin pump. Customer stated that she was refilling the pump and the pump started grinding. Customer stated that the alarm occurred and the pump reset itself. Customer's blood glucose was 137 mg/dl at the time of the incident. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind and unexpected restart error tests. The pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a scratched reservoir tube window and a missing end cap sticker.